Manufacturer narrative:
Concomitant medical product: 5867-3m adaptor implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a confirmed fracture as the lead exhibited noise and the patient received an inappropriate shock. It was also noted that the lead had high rv threshold. The lead was capped and replaced. Additionally, it was reported that at the time of the rv lead revision the patient experienced tamponade from perforation as a result of the newly implanted replacement rv lead. A pericardiocentesis was performed which relieved the patient¿s symptoms. The new rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient is deceased. The cause of death was indicated to be cerebrovascular strokes, perforated and cardiac tamponade complicating atherosclerosis, hypertensive cardiovascular disease.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.